Event description:
It was reported that a spectrum iq pump had a drug delivery that was "off about 4ml" during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional flow rate testing was performed, and the flow rate of the device was found to be out of specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plates. The pressure plates will require adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.